Event description:
It was reported that a temperature alarm occurred while the customer was charging the pump. The pump was not exposed to extreme temperatures at the time of the alarm. There was no reported impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.